Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022. Device evaluated by MFR: other (81): the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted as the patient was unable to adjust to the multifocal lens. The incision was enlarged, the lens was cut in half and removed from the patient¿s left eye. The explanted lens was discarded. Another johnson and johnson lens of different model, but the same diopter was used as the replacement. Not patient injury noted and reportedly tolerated the procedure well. No further information was provided.